Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead had been shocked. A review of device memory revealed that episodes with noise and oversensing were noted which had led to the shock. It was also suspected that pacing inhibition had occurred for this pacer dependant patient. Of note, the patient was reported to have had an ablation during the time the noise episodes were recorded. The device remains in service. There were no adverse patient effects reported.